Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Attempts to obtain additional information were unsuccessful. (B)(4).

Event description:
It was reported by the patient's family member that patient's implantable pulse generator (ipg) system contributed to the patient's death approximately four and a half months after implant. Follow up revealed the patient was last seen approximately four months before their death and device function was normal and their implant site was normal. Attempts to obtain the patient's cause of death were unsuccessful.

Event description:
It was further reported the cause of death for the patient was arterio-sclerotic heart disease.

Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed, and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.